Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2006 both the urologist and gastro-enterologist have referred the patient to another doctor in order to consider bladder suspension and cholecystectomy. During an office visit on (B)(6) 2006 the patient reported that she is planning to have bladder surgery. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent fractional dilation and curettage of the uterus, right oophorocystostomy, lysis of adhesions, and aspiration and lavage of pelvis on (B)(6) 2008. It was also reported that the patient underwent dilation and curettage of uterus, endometrial ablation via novasure, and bilateral tubal occlusion via filshie clips on (B)(6) 2009. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.